Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Several non-sustained right ventricle oversensing episodes and episodes of initiated securesense mode were noted during follow-up. Noise was also noted on the rv channel. All parameters were normal when tested; there was no sign of a lead issue. Reprogramming was recommended and planned for the next follow-up appointment. There have been no consequences to the patient thus far.